Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient was having problems with their implant. The patient stated they were using the restroom more than they used to and the device should be helping for their overactive bladder. The patient reported that sometimes the device seemed to help and other times it did not. It was noted it started 2 weeks before the report. The patient was redirected to a healthcare provider. It was noted that the patient would call back for troubleshooting when they had their equipment. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient clarifying that the problems with their device was that the device did not seem to be working. The circumstances that led to the device helping intermittently were reported to be unknown. The patient reported that to resolve the intermittent therapy and device problems they stopped wearing their fitness tracker watch and turned up their implant ¿one time (degree)¿. No further complications were reported.